Event description:
On (B)(6) 2010, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. Angiography showed an unk endoleak. The proximal neck was re-ballooned, which lessened the leak but did not resolve it. The pt tolerated the procedure. On (B)(6) 2011, computed tomography (CT) showed an unk endoleak persisted. No aneurysm enlargement was reported. On (B)(6)2011, CT confirmed an unk endoleak persisted. No aneurysm enlargement was reported. On (B)(6) 2011, the pt underwent embolization and a type ii endoleak was resolved. On (B)(6) 2012, f/u still showed an undefined endoleak. On (B)(6) 2012, angiography determined a type I endoleak, no aneurysm enlargement was reported.

Manufacturer narrative:
Result - a review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. Conclusion - per the gore excluder aaa endoprosthesis instructions for use (IFU), "the intended aortic vessel diameter for the device implanted is 24-26 mm."